Event description:
Customer reported via phone call that the numbers are ramping. The blood glucose reading is 16.4 mmol/l.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. No unexpected numbers ramping noted. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.